Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Unable to verify off no power alarm due to button keypad anomaly. Pump had no blank display noted. Pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was over 500 mg/dl. The customer treated with bolus for high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.